Manufacturer narrative:
H6: code 213.

Manufacturer narrative:
According to the instructions for use (IFU), the gore® tag® conformable thoracic stent graft note: care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area with any portion of the gore® tag® conformable thoracic stent graft, including the partially uncovered stent.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system. The device was advanced to the intended location just distal to the left common carotid artery, however when the physician deployed the device the partially uncovered proximal end of the stent unintentionally covered the ostium of the left carotid artery (lcca) by about 3 mm. A protege stent was implanted in thelcca to ensure blood flow. The patient tolerated the procedure.